Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to infection from a hernia repair surgery. The ipp was removed and replaced with a tactra malleable prosthesis. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The type of infection is unknown. It was treated using the wash out technique.